Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration and MFR dates are unk. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corp that an injection gold probe device was used during a procedure performed on (B)(6) 2009 (pt age over 18 yrs). According to the complainant, during the procedure, the probe would not generate cautery. All connections were checked; however, the device still would not work. Another of the same device was used to complete the procedure. No pt complications were reported as a result of this event. At the conclusion of the procedure, the pt's condition was reported to be stable.